Manufacturer narrative:
Relevant retention test strips (lot 391903) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 2:12 p.m. The meter result was 7.9 inr, at 2:14 p.m. The meter result was 5.3 inr, finally, at 2:18 p.m. The meter result was >8.0 inr. The 5.3 inr meter result was believed. The patients therapeutic range is 2.0 - 4.0 inr and tests once a week. The patient is feeling ok. The patient withheld her warfarin dose for the next three days. There was no allegation that an adverse event occurred.